Manufacturer narrative:
The patient did not respond to the social media monitor's request to contact neuronetics and therefore the company was unable to verify the patient had been treated with a neurostar device. Furthermore, additional information could not be collected to conduct a thorough investigation. Reporting out of an abundance of caution since the causual relationship between the patient's symptoms and tms could not be ruled out based on the information provided.

Event description:
Neuronetics was made aware of a post on facebook, by the company's social media monitor, alleging "traumatic brain injury (tbi), cognitive impairment, extreme somatic anxiety, disassociation disorder, tinnitus, memory loss, and more."